Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's had funny sensations in his head since (B)(6) 2017. The patient states he was in the hospital (B)(6) 2018 for this and he just got out last wednesday from the hospital. Patient states his batteries are currently on and cannot turn off. The patient recently had his implant adjusted friday (B)(6) 2018. Patient states the sensations are still there. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.